Event description:
It was reported that post-sensed t wave oversensing was observed on the device. Information was received indicating that the patient passed away. The cause of death was unknown; however, the physician did not allege or suspect that the cause of death was related to the device.